Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction recurred and acknowledged the instructions. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.